Event description:
Ous MDR - it was reported that interference signals occurred in all three channels of this system. This device was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD was first interrogated. Device status was bol, 12 charging procedures had been recorded. The ICD memory was reviewed; in the iegm available, we could see issues in the atrial and the right- and left-ventricular channels. Device sensing capabilities were then checked and no noise was found. The ICD recorded the provided signal without any interference. The device impedance measuring function was checked and found to be in working order. In the next step, the ICD connection system was mechanically checked. The screws for the shock and pacing outputs were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the is-1 and df-1 standard. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was also regular. A final inspection of the ICD production documents showed no discrepancies. All production steps were correctly executed. There is no indication of a materials or production defect.